Manufacturer narrative:
This event no longer fits our reporting criteria, but investigation conclusion will still be reported as part of the final report. Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) ) was returned for evaluation following the reported event of an electrostatic discharge (esd) event. The downloaded log file and submitted log file contained approximately 3 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log files captured a brief pump stop event on (B)(6) 2021 at 04:25:06 that resulted in an lvad fault alarm from 04:25:12 to 04:34:18. The pump stop event and associated alarms appear to be consistent with an esd event and are addressed under the pump investigation (reference MFR # 2916596-2021-00253). The alarm cleared on (B)(6) 2021 at 04:34:19 after the driveline was disconnected to exchange the system controller. Aside from the brief pump stop, the pump maintained a speed above the low speed limit without issue while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the returned system controller the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22dec2016. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and lvad fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via analysis of the submitted log file . The submitted log file contained approximately 3 days of data (B)(6) 2021 the timestamp). The log file captured a brief pump stop on (B)(6) 2021 at 04:25:06 that resulted in an lvad fault alarm from 04:25:12 to 04:34:18. The pump stop and associated alarms appear to be consistent with an electrostatic discharge (esd) event and are addressed under the pump investigation. The alarm cleared on (B)(6) 2021 at 04:34:19 after the driveline was disconnected to exchange the system controller. The reported pump stop and associated alarms could not be correlated to an issue with the system controller. Aside from the brief pump stop, the pump maintained a speed above the low speed limit without issue while the driveline was connected. Additional information provided stated that the exchanged system controller would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22dec2016. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and lvad fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous lvad fault alarm in july was reported under MFR # 2916596-2020-03707. The investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 2916596-2021-00253 it was reported that patient visited the clinic due to a de novo lvad (left ventricular assist device) fault occurrence like in july last year. The clinic decided to exchange the controller directly in the outpatient clinic department and the alarm disappeared. The patient had a temporary primary controller since the event in (B)(6) 2020. This controller had the software v1.4.2. After the controller exchange the clinic downloaded log files from before and after the switch of the controllers. The data showed a suspected electrostatic discharge (esd) event in the early hours of event morning and directly afterwards the lvad fault occurred. Also the pump speed dropped to a default speed of 5000. The patient was readmitted for 24 hour observation. Patient was doing fine and no further alarms were displayed.